Event description:
It was reported when the doctor was bending the pectus bar with the pectus bar bender, the bar is not aligned correctly. The surgery was extended for approximately 30 minutes.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Not yet returned to manufacturer.